Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, after the surgeon cut the myoma with the device several times, the blade would not come out from the sheath. When the surgeon gripped the trigger many times, the blade would sometimes come out a little from the sheath. The surgeon was able to finish cutting the myoma with the same device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The complaint could not be confirmed relative to the reported condition. During functional evaluation the blade extended and retracted as trigger was pressed and released at coreguard and full position without any difficulty. The blade failed to rotate during the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.